Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image disappeared. Based on the results of the investigation, electrical component problems is a possible cause of the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the deflectable videoscope was connected to the laparoscope tower, the entire image was static. The event occurred during installation. There were no reports of patient involvement.